Manufacturer narrative:
(B)(4). Additional information: (B)(4) -changed the procedure from laparoscopic to open.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, the surgeon went to staple the renal vein, when he placed the reload onto the tissue and it jammed up. The device partially fired with an incomplete staple line and then the jaws would not open. The surgeon had to convert to an open procedure and resected the tissue after placing a clip on each side of the vein. The last known patient status is that he is fine. No other adverse events were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).